Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. No additional information was provided. Customer declined to further troubleshoot with tandem technical support. Customer¿s blood glucose level was 399 mg/dl.